Manufacturer narrative:
The device referenced in this report was forwarded to olympus for investigation. The investigation found that while the insertion tube was in a looped position, the bending section of the device remained in an upward or downward angulation without spontaneously returning to neutral. The unit was noted to have poor tip deflection at the bending section and tension on the up/down and right/left angulation control knobs. The device has been serviced and returned to the reporting facility. This file is being filed as an MDR as an abundance of caution.

Event description:
The user facility claimed that during a colonoscopy, the bending section of the device remained locked in an angulated position. There was no patient injury reported; however, the patient reported pain, and may have required additional sedation. The procedure was believed to have been completed with the same device. According to the physician who performed the procedure, the patient was reportedly doing fine with no medical intervention required.